Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is still implanted, is not available for return. The surgeon was advised to keep the unit if removed and return it for evaluation if feasible. No device malfunction has been confirmed. If the unit is returned and evaluated, an addendum will be submitted.

Event description:
Surgeon reports high iop one-day post-op for three different patients who had the ahmed valve implanted in the last 3 weeks.